Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes; section d9 - date returned to manufacturer: 19-oct-2023; section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the suspect cartridge found stress marks and a crack on the cartridge body. Ophthalmic viscosurgical device (ovd) residue was also present. No intraocular lens (iol) was received as part of this return. The complaint issue "cartridge tip cracked/damaged" was not identified during photo and product evaluation. The observed "cartridge crack" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. No further evaluation was performed and no further issues were identified. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation the surgeon discovered that the tip of the cartridge was cracked along the tip. The intraocular lens (iol) was fully implanted without any damage and the patient was not affected by it. No medical intervention was reported and no further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted, therefore not explanted. Section e1 - telephone number:(B)(6). Section h3 - other (81): the cartridge was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.